Manufacturer narrative:
Date of event is estimated. Concomitant medical products: the patient was also implanted with heartmate 3 lvad for the right ventricle on (B)(6) 2018. The serial number for the device is (B)(4). Approximate age of device- 28 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was experiencing multiple pi events on the lvad and low flow events on the right ventricular assist device (rvad). The manufacturer's technical service representative reviewed the log files for both of the devices and confirmed 122 pi events on the lvad in addition to 56 low flow alarms on rvad. On (B)(6) 2019, the clinician team reported that the patient experienced gi bleeding with no event date, and is also dialysis. The patient remains in the intensive care unit and is listed for heart transplant. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow events; however, a specific cause could not conclusively be determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. The account submitted a log file for review. The system controller event log file contains data from 26dec2018 at 8:55:55 through 11:19:28. Transient low flow events were captured from 26dec2018 at 8:56:04 through 11:19:27. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Several of the events lasted over 10 seconds, and low flow alarms were flagged. Additionally, transient pi events were also observed, resulting in momentary decreases in speed per design. The pump appeared to function as intended. The patient remains ongoing on heartmate 3 lvas. Multiple attempts for additional information regarding this event were sent to the customer and no further detail was provided. The heartmate 3 lvas instruction for use (IFU) lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. This IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU, as well as the patient handbook, describes all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.